Manufacturer narrative:
. E3: occupation: neuro interventional radiologist the actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported a failure with the involved angio-seal device hours or days post-deployment. The patient reported a "pop" sensation, leading to a pseudoaneurysm. This incident occurred solely in the neuro ir department. Presently, the protocol includes 15 minutes of manual pressure and a subsequent compression dressing right after deploying the angio-seal, which may compromise the device's collagen and performance of the device. The blood loss was under 250 cc.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to correct section d4 UDI and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a closure complication postoperatively. The exact root cause cannot be determined. The likely cause was determined to have been user technique as the issue appears to be isolated to a single unit performing closure with a specific technique. It is also possible that excess tamping of the suture caused the issue to occur, as overtightening of the assembly could result in issues postoperatively. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).